Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level over 600 mg/dl, which was treated with a bolus. Customer stated that her blood glucose levels had been running high since receiving a replacement insulin pump. Troubleshooting did not show any malfunction of the insulin pump. The insulin pump was not replaced or returned for analysis.